Event description:
Customer claims, there is unspecified zipper damage to the side panel. There was no pt injury reported. Eval for the returned bed canopy shows that the panel side a: window slider body is open.

Manufacturer narrative:
(B) (4). Zipper damage. Results: eval for the returned canopy shows that the panel side a: window zipper slider body is open; panel side b: has a one foot tear in the mattress envelope pt surface. (B) (4).